Event description:
(B)(6) clinical study. Same case as: MDR ID 2134265-2013-04272. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. In (B)(6) 2013, the subject presented due to unstable angina and was referred for cardiac catheterization. Target lesion #1 was a denovo lesion located in the distal rca (right coronary artery) with 95 % stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 12 mm (B)(6) stent, with 0% residual stenosis. Target lesion #2 was a denovo lesion located in the mid lad (left anterior descending) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #2 was treated with direct stent placement using a 3.50 x 20 mm (B)(6) stent with 0% residual stenosis. Target lesion #3 was a denovo lesion located in the proximal lad (cass site # 12) with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. Target lesion #3 was treated with direct stent placement using 3.50 x 20 mm and 3.00 x 8 mm pro(B)(6) stents. Following post dilatation using stent balloon, grade c dissection was noted and residual stenosis was 0 %. The next day the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. . The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).